Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device implant procedure, physician attempted to get the lead into the vein using three various inner catheter products and the lead would not pass through the end of the inner catheter and would get stuck. Physician was concerned that this could cause patient harm if the lead was unable to be placed in position and the patient would require additional surgical procedures. Physician was able to slit the inner catheter and the case was completed successfully. Physician was unsure which component was causing the issue and suspected this was due to the inner catheter being too narrow to accommodate the lead making the insertion difficult when trying to get through the catheter. Patient was stable.